Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient had difficulty charging her ipg due to pocket depth. The patient underwent a revision procedure wherein the pocket site was moved to a different location and the ipg was replaced. The patient was doing well postoperatively.